Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that on (B)(6) 2014 her blood glucose and insulin history is as follows: she woke up this morning feeling sick and was later followed by chest pain like she was having a heart attack so she called for an ambulance. Upon their arrival she was rushed to the hospital and they placed her on an intravenous drip of insulin, fluids, morphine and she was also given blood thinner. The pod was removed and discarded by the hospital staff. Her diagnosis was undetermined at the time of the call.